Event description:
The company was informed that the pt's device was explanted due to medical reasons. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.